Event description:
Legal case-USA patient ID: (B)(6) see case (B)(4) for (B)(6) it was reported that on (B)(6) 2023 the patient underwent a right knee revision procedure to address polyethylene wear and synovitis. No further issues or complications were reported. No additional information is available. This patient is verified for bilateral knee replacements on dr. (B)(6) list. He had bilateral knee revision on (B)(6) 2023 with (B)(6). No device return anticipated due to this being a legal case. Ebi initial surgery unable to be found. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. Product: 9999 510k: n/a UDI: n/a product code: jwh x-ray: no operative notes: no concomitants: unknown.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.